Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft component of the up button is lacerated. The damage did not influence the function of the pump buttons.

Event description:
Pt reported, the "arrow" and "tick" buttons on the infusion device do not function. The infusion device was requested for evaluation. No physiological effects were reported, and the pt did not require assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.